Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. During the procedure, it was visually observed the patient's right ventricular lead had insulation damage. Electrical testing showed no anomalies, so the lead was left implanted and in use. The patient was stable throughout.